Event description:
On (B)(6) 2024, rhythmlink device rlsnd121-1.5, lot pm00028655 was used during a transforaminal lumbar interbody fusion and the needle "snapped off at hub" the surgeon was able to remove the needle. It was reported that the stimulation lead being used on the patient's ankle.